Manufacturer narrative:
Mindray service representatives replaced the o2 cable.

Event description:
Customer reported an issue with the as3000 anesthesia system which may have resulted in a loss of 02 monitoring. No pt injury was reported.